Event description:
It was reported the bronchovideoscope exhibited no scope camera video. After angulation of 15 degrees, the scope video returned. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.